Event description:
Three passes were made with the same retriever x6. During attempted clot retireval, the retriever x6 bagan to straighten several times so the physician gently advanced the device back and forth to prevent if from stretching. He did not torque more than five clockwise revolutions and the physician made an effort to keep the microcatheter positioned correctly so that it covered the proximal, straight, radiopaque portion of the retriever. The retriever x6 fractured (while the device was spanning the proximal mca into the ica-t region) leaving the detached distal tip in the pt. After the retriever x6 fractured, the physician passed a wire across the m1 segment and placed a neuroform stent in an attempt to trap the detached retriever tip against the vessel wall however, the stent was unsuccessful in opening the vessel. The pt did not suffer any adverse health effects/clinical sequelae directly associated with the retriever tip fracture.